Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during implantation of intraocular lens (iol), a cleft/mark was noticed once implanted. The lens was removed and replaced during the same procedure with a company monofocal lens.